Event description:
On (B)(6) 2012, the customer contacted baxter's service center regarding questions on tuf (total ultrafiltration), which occurred on the homechoice (hc) at the end of therapy. During the conversation, the patient's wife mentioned that the home patient (hp) was recovering from a staph infection he got while in the hospital. On (B)(6) 2013, the following information was obtained from the patient's wife regarding the reported issue. Approximately 2 years ago, the patient began peritoneal dialysis therapy. The patient performs 1 manual cycle per night prior to getting on the homechoice device for the remainder of therapy. Around (B)(6) 2012, the patient was hospitalized for low blood pressure (exact dates were unknown). The cause of low blood pressure was due to the patient's blood pressure medications. All of the patient's blood pressure medications were discontinued and the low blood pressure resolved. While the patient was hospitalized, the nurse set up the patient's therapy without wearing gloves or a mask. The patient instructed the nurse to wear both, but the nurse did not comply with the patient's request. The patient informed his physician, and the physician trained the nurse on proper aseptic technique for pd therapy setup. While hospitalized, the patient acquired peritonitis. Cause of peritonitis was due to the nurse not wearing gloves or a mask during pd therapy setup. The patient was treated with vancomycin and cipro. On an unreported date, the patient had a reoccurrence of peritonitis and it was discovered that the staph infection had migrated to the patient's catheter. On an unreported date, the pd catheter was removed and pd therapy was temporarily withdrawn. On an unreported date, the events of peritonitis and catheter infection resolved. In (B)(6) 2012, the patient received a new pd catheter and resumed pd therapy. Dianeal pd4 ambuflex and dianeal pd4 ultrabag. The patient's wife stated the events of low blood pressure, peritonitis and catheter infection were unrelated to any baxter solution, device or disposable.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.